Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: sticky switches, switch box, flexible printed circuit switch, and cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the charged coupled device unit, the image had roughness and shadows. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a visible pattern on the endoscopic image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Updated fields: h2, h6, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.